Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) will not turn on, no lights and no display.

Manufacturer narrative:
The customer reported that the rns (remote network system or remote monitoring system) will not turn on, no lights and no display. The customer was sent a replacement unit. The device was never sent in for evaluation. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.